Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker was exhibiting intermittent farfield oversensing. Device evaluation indicated battery status was acceptable and lead measurements were satisfactory. Further review was recommended. This device remains in service. No adverse patient effects were reported.